Manufacturer narrative:
H3 device evaluated by mfg ¿updated. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the device was returned. On visual inspection the stent returned deployed and was noted to be curved in the mid-section. The stent was microscopically examined and was noted to be compressed with frayed braid edges. The distal stent delivery wire (sdw) was kinked. The distal protection assembly (dpa) and retract pad were intact. The introducer sheath tip was noted to be damaged. Functional inspection was not conducted. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event ¿stent failed/unable to open (when not implanted)¿ was confirmed during analysis of the returned device. The reported event ¿patient vessel thrombosis¿ could not be confirmed as this is a patient related event. The device failed to meet specification when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event ¿patient vessel thrombosis¿ is a patient related event. The stent, sdw and introducer sheath were returned and were noted to be damaged and deformed. It is most probable that the anatomy of the patient contributed to the reported event. The anatomy was reported to be of moderate tortuosity. Additional information did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. An assignable cause of anticipated procedural complication will be assigned to the reported event ¿patient vessel thrombosis¿ as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files. An assignable cause of procedural factors will be assigned to the reported and analyzed event ¿stent failed/unable to open (when not implanted)¿ and analyzed events: ¿sdw kinked/bent¿, 'stent deformed' and 'stent introducer sheath tip damaged' will be assigned to this investigation as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during right internal carotid artery (ica) aneurysm procedure, the operator flushed the subject stent, advanced it through the microcatheter to the target lesion and attempted to deploy it. However, the distal end of the subject stent did not fully open. The operator tried several times, but unsuccessful. When the operator withdrew the subject stent from the patient's anatomy and observed it on the table, a thrombus at the distal end of the subject stent was discovered. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during right internal carotid artery (ica) aneurysm procedure, the operator flushed the subject stent, advanced it through the microcatheter to the target lesion and attempted to deploy it. However, the distal end of the subject stent did not fully open. The operator tried several times, but unsuccessful. When the operator withdrew the subject stent from the patient's anatomy and observed it on the table, a thrombus at the distal end of the subject stent was discovered. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.